Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that during a percutaneous transluminal coronary angioplasty procedure, the stent delivery system was unable to cross the lesion. Vascular access was obtained via femoral artery. The 22mm in length by 3.00mm in diameter, eccentric shaped target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). A 6f non bsc guide catheter and non bsc guidewire were used to advance the 3.00 x 24mm promus element plus stent to the lesion but the stent delivery system was unable to cross the lesion. The procedure was completed with another of the same device. No complications were reported and patient status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination of the device found strut rows at the center of the stent were damaged. It appears that from this point, the distal part of the stent is pushed distally, partly covering the distal markerband. The hypotube was kinked at approximately 60mm from the manifold strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).